Manufacturer narrative:
Three used samples were returned and visually inspected. A heavy amount of surgical residue was found throughout all the samples indicating heavy reuse of the product. Surgical residue covered all fluid flow paths in the tubing including the infusion chambers within the cassettes. One of the probe manifolds were also cutoff and residue could be seen occluding the infusion cannula. Two of the three samples were functionally tested. Sample one contained the heaviest amount of surgical residue. This sample was tested and failed intraocular pressure (iop) calibration, generating system message code 3471. The surgical residue occluded and inhibited fluid flow through the infusion line. The infusion cannula assembly was changed out to continue functional testing of both samples. Sample one was retested and could pass priming and iop calibration successfully. Sample two was also tested and could pass priming and iop calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the pump elastomers or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. Based on the returned condition of the cassettes and results of the investigation, the root cause of the customer's cassette was related to customer reuse of a single-use device. Excessive use of any single-use product may contribute to functional breakdown. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that they could not use the intraocular pressure (iop) control during a vitrectomy procedure. The procedure was completed after replacing the product. The product sample was retained. There was no harm to the patient. No additional information is expected.